Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the device showed evidence of use. Debris was noted under the activation button. Functional testing noted that the assembled device alarmed prior to activation attempts being made. The torque adaptor had melted. The remnants of the torque adaptor were scattered in the handle body. A larger piece likely became wedged under the activation button and interfered with its proper function. Further examination of the torque adaptor and interfacing components, the damage appeared to be from heat, likely friction. It was reported that there was no activation during the procedure. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue can occur due to inadequate torquing during assembly, component¿s geometry or positioning on waveguide is out of specification, or assembly positioning and tolerances bias torque adaptor against proximal wall of inner torque nozzle during use increasing friction. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, the surgery started with the clamp and it worked well, after a while, the generator showed a red light, it was disassembled and reassembled and the error persists, the generator and battery were changed and it continued to show red; the clamp was changed and everything worked. No part of the dissector broke. There was no patient injury. Medtronic's initial evaluation found that the device showed evidence of use. Debris was noted under the activation button.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.